Event description:
It was reported that the high voltage lead impedance increased resulting in a high out of range lead impedance measurement. Capture and sensing were normal and stable. Surgery occurred to tighten the setscrews. The impedance remained high after tightening. The lead was extracted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.